Manufacturer narrative:
This is one of the three products used during the same procedural setting. Please reference MFR. Report #s 9616099-2007-01234, 01235, and 01237.

Event description:
During prepping of the devices prior to use in the left sfa, the needles on two different outback catheters could not be fully retracted back into the catheter, and were not used in the procedure. After several attempts with difficulty to again retract the needle during prep, a third outback, lot # 2100bb, was finally able to be used in the patient. However, after the needle was deployed in the patient, it could not be fully retracted. The outback catheter and guidewire were removed together as a system through the sheath. There was no patient injury. The procedure was aborted after removal of the wire and device. The devices were each laid out flat and straight during flushing and actuation of the needle during prep, and both the technician and physician are experienced users of the device. The products are not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.